Event description:
(B)(4) was received that stated the following: "an epidural catheter was placed for labor analgesia. There were no complications during epidural catheter placement. The patient indicated she was more comfortable following placement. A continuous patient-controlled epidural analgesia (pcea) infusion of 0.1% bupivicaine with fentanyl 2 mcg/ml had been started at 12 cc per hour. The labor epidural protocol was followed. Approximately 5 hours later, the patient expressed discomfort. The epidural pump was alarming. The pump had 87 ml infused and the bag looked full. The nurse believed that the pump was under-infusing the medication. The epidural bag was changed and the pump showed 33.06. The old epidural bag was emptied and measured 95 cc. The anesthesiologist was called to assess the patient and her pain 'possibly due to the pump not administering the correct amount of medications.' The patient was re-bolused and the catheter was replaced. The epidural pump was removed from service and returned to the rental company who owns the pump. The rental company reported back that no issues or faults were found with the pump and they placed it back in service." Upon further query the following information was provided that indicated, the patient received less medication than expected. On an unspecified date and time, the device was programmed to deliver 0.1% bupivicaine with fentanyl 2 mcg/ml, at a continuous rate of 12 ml/hr, with a bolus dose of 10 ml, a bolus lockout of 20 minutes, with a 32 ml one hour limit and a container size of 100 ml. The duration of the delivery was 8 hours. At 1049, the delivery was started. At an unspecified time, the customer contact reported the patient's pain level was an 8-9 out of 10. At 1305, the customer contact reported the "mda" replaced the epidural catheter and the therapy was resumed. At 1600, the device alarm "empty." At that time the patient was reported to be uncomfortable. It was reported 95 ml remained in the container. The device was removed from clinical use. The customer contact reported the patient's pain was uncontrolled. Between 1700-1745, the patient received a bolus via the epidural catheter of 6 ml of 0.25% marcaine and 2 ml fentanyl. The patient's pain score following the bolus was not provided. During testing at the user facility, the device passed testing. Though requested, no additional information was provided including if therapy was resumed using a replacement device. (B)(4).

Manufacturer narrative:
(B)(4). At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. This report represents all the information known by the reporter upon query by hospira personnel.